Event description:
It was observed that during the device inspection, the videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device and there was no physical damage at the place where the foreign material remained. A definitive root cause of the foreign material in the scope could not be determined. The event can be detected and/or prevented by following the instructions for use which state: detection methods: the instruction manual operation manual ¿gif-ez1500, chapter 3 preparation and inspection¿. Prevention methods: the instruction manual reprocessing manual ¿gif-ez1500, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.